Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the inner insulation of the lead developed a breach due to metal ion oxidation while in vivo. The outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. Concomitant medical products: product ID: addr01 ipg, implanted: (B)(6) 2017. The initial reported event of [infection/erosion] was submitted via an alternative summary report. As the summary report has been revoked, this new information is therefore being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted and replaced due to infection. Cultures were taken and the patient was treated with antibiotics. No further patient complications have been reported as a result of this event.